Manufacturer narrative:
After clinical review of this file performed on 06/30/2020, it was decided to remove codes generalized illness and add codes autoimmune disorder per additional information reporting guillain-barre syndrome in patient¿s medical history, add code neoplasm malignant as patient reported melanoma to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness symptoms, bilateral rupture and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 700cc and suffered from generalized illness symptoms, bilateral rupture and breast pain on the right breast implant, capsular contracture on the left implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 425cc on (B)(6) 2013. This medwatch is for the right breast implant.